Manufacturer narrative:
A medtronic representative, following-up at the site, reported the procedure was re-scheduled to (B)(6) 2014 and completed with a different system. It was noted that the patients scalp, skin, was extremely loose and sagged forward when the patient was placed in the prone position. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The surgeon reported having a 3.2 predicted accuracy value (pav) after a prone pointmerge registration with fiducials. Accuracy was check by touching a mastoid fiducial and the surgeon stated it showed not in the fiducial. The surgeon opted to discontinue use of the navigation system and halted the procedure, to be re-scheduled. There was no harm to patient reported.